Event description:
It was reported to medtronic minimed that the customer the location of the damage was at the back of the battery compartment and on the clip rail. The customer received a change sensor alert. The customer had experienced bleeding. The event involved product(s) mmt-1886. Troubleshooting was performed for the site issues and the blood not visible on the sensor connector. Troubleshooting was performed for the change sensor alert. Customer is unable to run a transmitter test and/or test passed. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump properly paired with the guardian link 4 transmitter. No communication anomaly, change sensor alert, or calibration not accepted alert noted. The pump was received with a broken belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Perform the history review 2 days from the event date 07-dec-2025 in the pump history file and found 1 lostsensor1alert (780) on 12/06/2025, 1 pump error 43 on 12/07/2025 12:51:50.000, 1 pump error 41 on 12/07/2025 12:51:50.000, and 2 failedbatttest (58) on 12/07/2025. Earliest power data available per the power management tool/detail trace file is on 12/19/2025 11:48:00 am. There was no power data available for the date of 12/07/2025. Unable to check power data for failed battery test alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The test battery was removed and reinserted with no failed battery test alarm noted. The pump properly paired with the guardian link 4 transmitter. No communication anomaly or lost sensor alert noted. Found pump error 43 and pump error 41 during the pump history review. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, pcba2, force sensor, and motor. The pump passed the functional testing. Damage- belt clip damage or missing confirmed at the back of the pump. Change sensor alert not confirmed during testing. Calibration not accepted alert not confirmed during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.